Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pre-use check failed. Identification of issue has been done by analyzing problem description. There was no patient involvement. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The issue was reported based on available information to competent authority in abundance of caution as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).